Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed ec345 (thermistor disparity) during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "ec345" was not reproduced. A review of the event history log revealed "ec345" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was found gouges on both the ultrasonic sensor tail and he force sensor tail. The ultrasonic sensor and force sensor required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.